Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca. One endeavor sprint rx drug-eluting stent was implanted at the 1st diagonal branch. A dissection was reported prior to stent implant.

Manufacturer narrative:
Evaluation, results: dissection.